Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2020 with blood glucose of 52 mg/dl at the time of the incident. The customer was at 298 mg/dl at the time of the call. The customer used soda and juice to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer feels the pump was giving them too much bolus insulin. Troubleshooting was completed and the customer reported the pump programming is inaccurate. The insulin pump will not be returned for analysis.